Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and down keypad buttons were difficult to press and require increased pressure to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to have an intermittent response during testing. The keypad cover was removed and there was evidence of contamination found under all of the button contacts.